Event description:
Physician noted excessive bleeding after the completion of the circumcision procedure and found that the plastibell was broken in half. Unit was removed and pressure was applied to control the bleeding. Patient sutured and released without further incident.